Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the safety information for the animas® vibe's insulin pump and cgm system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported inaccuracy cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient inserted the sensor into the buttock, which is considered off label use. The patient did not report injury or medical intervention.